Manufacturer narrative:
The foot pedal and receiver were returned for evaluation. The testing of the devices indicated that the pcb board in the receiver had no bluetooth signal and the axle in the foot pedal housing was broken. The cause of the damage cannot be determined. The lot history, trend analysis, risk analysis was performed and found to be acceptable.

Manufacturer narrative:
The evaluation and investigation results are still pending.

Event description:
A report from a user facility in the (B)(6) stated the foot pedal failed at the beginning of the phaco segment of the procedure. Several alternate foot pedals and cables were tested but they would not properly connect to the system. The decision was made to postpone the surgery until the following day. The surgeon gave an intracameral antibiotic and sealed the incision with balance salt solution. The patient was sent home with eye drops, antibiotics and anti-inflammatories. The following morning the patient was admitted to the local nhs trust and one of the consultant's colleagues in the trust completed the surgery, without any injury.